Event description:
It was reported to boston scientific corporation that the patient was implanted with a vesica standard sling kit during a procedure on (B)(6) 1997. A protegen sling was also implanted during this procedure. Post-implantation, the patient presented with pain on (B)(6) 1998. The patient also presented with vaginal bleeding and mesh erosion (specifics and date/s of onset unknown). The patient underwent a sling removal procedure on (B)(6) 2000, where the vesica sling was completely explanted. There were no complications during this procedure. Reportedly, the patient has not returned to the physician since the explantation. All other information, including the patient's current condition, is unknown and reportedly unavailable.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiration date. The reported lot number, 678849, could not be verified. Therefore, the manufacture and expiration dates cannot be determined.